Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since around the end of (B)(6) 2020, they have been charging more often than before because before the charge would last them 7 days, but now it was only lasting 2.5 days maximum. Additionally, charging was taking longer than it used to take. They stated it used to take 3 hours to charge, but now it was taking longer even though they had full coupling. They provided an example that on (B)(6) 2020, they spent 5 hours charging the ins, but it only charged to 50% full. It was reviewed that usage and settings affects how frequent they would need to charge. The patient stated they had increased the amplitude slightly. It was also reviewed that the equipment appeared to be working properly if they maintain 8 coupling bars. They were redirected to see their doctor to check the device. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported initially that patient had been charging once a week and had moved to charging every two days. After investigating the system, impedances, programming and the recharge report which were all fine and normal it was determined the patient was talking about coupling decreasing. Recharge report showed patient charging every 6 days. Patient reported she had been seeing 8 boxes, and since her last visit on sept 8 with the rep has noticed fewer coupling boxes. Caller used al feature and was able to locate ins while on the call and successfully recharge with a better location.